Event description:
It was reported to philips that the heartstart mrx defibrillator showed no shock delivered during patient use. It was clarified that the patient jumped and half of the waveform normally presented during energy delivery was missing. There was no negative patient impact.